Event description:
Event: fem-fem bypass to treat limb occlusion. Case detail: it was reported that the pt experienced diminished blood flow in the left graft limb. A competitor's cuff was placed in the limb but blood flow continued to diminish. The physician then elected to perform a fem-fem bypass. The pt was reported to be doing well.